Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed a kink in the imaging window assembly, the imaging window was detached near the lap joint section and the guidewire exit port was lifted. Functional inspection on the telescope assembly showed that it was able to properly pull back, advance, and retract. A test guidewire was inserted, and no indication of resistance in tracking the guidewire into the catheter was noted. Media returned by the customer was inspected and showed the imaging window kinked. Based on the evidence, the reported codes of tip detachment of device or device component and tip kinked are confirmed.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, before the ivus catheter was about to be inserted, it was found that its front end was kinked and damaged, preventing it from being pushed to the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the imaging window was detached near the lap joint section.